Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a customer contact report of will not turn on with ac or dc power. This does not indicate a reportable event. However, during verification testing at the service ctr, leakage from the disposable batteries was noted in the battery compartment of the device.